Event description:
A report was received that the patient was not getting stimulation. The bsn sales representative met with the patient and noticed high impedances. A fluoroscopy was taken and revealed that the bottom right contact was detached from the lead. The bsn sales representative was able to program around the detached contact. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), artisan 2x8 lim,70cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.